Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the extravascular (ev) lead exhibited a sudden increase in pacing impedance in multiple vectors and triggered an alert for high out of range (oor) pacing impedance. A episode of oversensing noise was recorded previously, and noise was produced when the patient bent over. X-ray imaging was performed which showed the lead had moved and was low. A possible ring 2 fracture was suspected. The ev lead remains in use. No patient complications have been reported as a result of this event.